Event description:
It was reported that during a procedure performed on (B)(6) 2014, upon tapping the left sacral pedicle in the lumbar spine, the custom 5.5mm tape broke. The threaded portion of the tape was retrieved from the bone with some effort. Another tap was readily available to complete the procedure with only a five minute delay.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.